Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level (18mg/dl). The customer went into a diabetic coma. The customer was treated with an intravenous glucose drip. The customer was released from the hospital the same day. The customer reviewed the pump profiles after noticing the pump was suggesting a larger correction bolus than what was needed. The customer found that the correction setting was incorrect. Tandem technical support assisted the customer with adjusting the setting.